Manufacturer narrative:
H3: pending investigation. D10: 2989540 - 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 2155618 - 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 3946440 - 200-02-29 - three peg patella 29mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial tka on (B)(6) 2015. The patient presented back to the surgeon's office with complaints of their total knee. The polyethylene insert is a recalled liner showing wear on imaging. The patient was scheduled for a knee revision and possible poly exchange on (B)(6) 2023. The patient underwent a tibial poly implant swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be due to the inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. This follow-up report is being submitted to relay additional information. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code and component code.